Event description:
During a hand assisted laparoscopic colectomy, upon placing the lap disc in the abdominal wall and insufflating with trocar through the disc, the disc tore at the iris. Another disc was opened and placed, which also tore when the physician tried to place his hand through it. No pt consequence.